Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a transpac IV monitoring kit was found to have cord damage. The reporter stated "cable connector damage". The event was noted during priming. There was no other physical damage noted. The set was replaced and therapy resumed. Quantity is one and a sample is available for investigation. A sample picture of a transpac IV monitoring kit is available. No further information is available for this complaint as confirmed by the sr. Qa associate. There was no patient involvement and no patient harm.

Manufacturer narrative:
The reported complaint of connector damage was confirmed on the returned sample. An image was provided showing the area of the defect. During the visual inspection of the sample, one of the wires on the third party identity verification (tpiv) connector was sticking out. The wire sticking out would lead to no signals. The probable cause for cable connector damage had occurred due to an improper heat stake during manufacturing. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 6/14/2024; d4 - primary UDI number: (B)(4).